Manufacturer narrative:
Report source: other: health canada adverse incident report reference no 191413; submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2012, the patient experienced dreadful pains which caused her problems in walking, returning to her bed and sexual intercourse was not possible. Moreover, the patient can not sit for a long time, stand up and had trouble getting out of the car. She had a small lump in the left thigh that was very sensitive and her hips were just as painful. The patient would scream when turning around at night due to pain. Reportedly, the patient's sciatic nerve was stuck and found herself in the emergency room last (B)(6) 2018.